Event description:
The pacing system was implanted on (B)(6)2015. Reportedly, on (B)(6)2020, the subject device was replaced due to battery depletion. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, on (B)(6) 2020, the subject device was replaced due to battery depletion. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).